Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional atrial undersensing. The patient experienced shortness of breath and the lead remains in use. No further patient complications have been reported as a result of this event.